Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: pa reports a correction to the original report that the patient did not have an infection as originally reported. The patient will be coming in for six week follow up. There was slight gaping at proximal end of the incision but no infection present. Betadine was used and covered the area with another dressing. Based on additional information received, this medwatch report mwr-(B)(4) does not meet serious injury criteria, therefore the event is not reportable.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested, however no response has been received to date. Please provide photos. Initial procedure date? What date did the infection and /or dehiscence occur post op? How was the infection / dehiscence treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify. Please indicate any medical or surgical interventions performed? Please describe how was the adhesive was applied on the tape. What prep was used prior to, during or after prineo use? Was the wound closed adequately prior to applying the prineo? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Do you have the product lot number involved? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? To date the device has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total shoulder replacement on an unknown date in (B)(6) 2019 and topical skin adhesive was used. Post operatively there were issues with the incision on patient. The patient experienced an infection and the wound opened slightly at proximal end. The patient did not have to return for medical intervention. No device will be returned. Additional information has been requested.